Event description:
The facility reported a colleague infusion pump with failure code 16:310. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with failure code of 16:310. During evaluation the reported problem was confirmed, but not reproduced. The reported malfunction was attributed to a defective user interface module printer circuit board. The user interface module printer circuit board was replaced to fix the reported problem. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed finding that the pump had a stuck slide clamp in channel c during manufacturing, however, the pump head module was replaced. The device was re-tested and found to be performing as designed. A service history review revealed no previous service events were related to the reported condition.